Manufacturer narrative:
H10: a field service engineer (fse) went onsite and installed a new stand to resolve the reported issue. The fse replaced the stand to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the caster on the stand had fallen off. It was reported there was no patient involvement at the time the issue was discovered. The customer reported that the caster on the stand had fallen off. Device evaluation and repair are pending.